Manufacturer narrative:
(B)(4).

Event description:
It was reported that a frozen app display occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H2: correction. H6: adverse event problem - correction.

Event description:
Subsequent to the initial MDR, corrections are required.